Event description:
Affiliate reported that after the sensor was implanted, the pressure indicated was 60mmhg. The surgeon did not believe this pressure was consistent with the pt's condition. Therefore, he revised the device.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed this evaluation. During the evaluation, a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: cosmetic lifting of sealant at sensor. Catheter crimped 6cms 6.5cms from sensor case. Wires broken inside catheter. Unable to test. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer. No further action is required. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.